Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported torn shaft was able to be confirmed. The reported deflation issue and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A vessel spasm reportedly occurred which resolved without treatment. Additionally, coronary artery spasm is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The cine of the procedure was received and reviewed by an abbott vascular clinical specialist who concluded the following: it is confirmed that the most proximal xience xpedition stent within the rca did not fully deflated. The balloon appears to be partially inflated and not fully inflated as indicated in the incident report. There is a portion of the balloon catheter that is within the guide catheter which is clearly not inflated. The removal of the partially inflated balloon catheter together with the guide catheter through the insertion sheath is also confirmed. It is possible that vessel spasm did cause a temporary occlusion as reported but that occlusion is not seen within the images provided and cannot be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified and moderately tortuous right coronary artery. Two xience xpedition stents were implanted in the lesion. When the 3.0 x 18 mm xience xpedition stent was implanted, the balloon did not deflate. After several attempts to deflate the balloon, it was removed; however, the shaft tore when it was pulled into the sheath, which caused the balloon to deflate and it could be removed. A vessel spasm occurred which resolved without treatment. The patient is in good condition. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.